Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should the lead become available for analysis.

Event description:
During a postoperartive device check of dual chamber pacemaker the morning after implant, it was determined this ra lead had dislodged. The lead is still implanted, patient to be booked for reposition.